Manufacturer narrative:
Results: on (B)(6) 2016 the customer confirmed that a phaseal c90 connector was involved in the incident and a second investigation was completed on (B)(6) 2016. A sample was not returned for evaluation. One photo and video were received for inspection. The photo does not clearly show the point where the connector was broken. The video shoes the infusion bag connected to a phaseal c90 connector. Leakage seems to come from the insertion point of the connecter to the infusion bag. Ten retained samples for lot 1508001 were taken for evaluation. Visual inspection was performed and no damages or defects were found on the samples. A cross section of the samples was performed to verify that no molding issues happened during lot manufacturing process. There was no evidence of bubbles or molding issues in the parts that can produce breaks during the use of the component. A review of the manufacturing process (including the molding and assembly processes) revealed no irregularities and all results were acceptable for the potential lot # 1508001. Conclusion: an absolute root cause for this incident cannot be determined as the investigation detected no failures within the retention samples tested, nor in the manufacturing process review.

Manufacturer narrative:
For this incident, the catalog # provided was 515305 and the lot # was 1511035. However, an investigation of these numbers showed that lot # 1511035 does not exist for catalog # 515305. Further investigation/verification of the catalog and lot numbers will be conducted and will be updated in a supplemental MDR. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A sample is not available for evaluation. However, a no sample investigation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a chemotherapy leakage occurred while using a bd phaseal connector c90 device. The patient who was being treated was not harmed or exposed to the medication, but her husband had exposure to his skin. It is unknown if any medical interventions were provided to the patient's husband as the nurses at the reporting facility did not want to provide any additional details of the event other than that there was no harm to the patient's husband.

Manufacturer narrative:
Additional information: the actual lot number for this incident is unknown as the customer did not keep record of the lot # for this incident. The current lot # used at the hospital where the incident occurred is 1508001. The following information for this lot number is as follows: medical device catalog #: 515305, medical device lot # 1508001, medical device expiration date: 7/31/2019. Medical device manufacture date: august, 2015. Results: a sample was not returned for evaluation. An inspection of photos and a video provided by the customer revealed that the device pictured did not correspond to a standard phaseal l connector c90 (cat # 515305). A review of the device history record for the potential lot # 1508001 revealed no irregularities during the manufacturing process. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.